Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13i18h15 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with the sponge separated from the minicap noted. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidine-iodine sponge was found to have detached from a minicap. This was noticed after the patient completed continuous ambulatory peritoneal dialysis (capd) and as the care giver was preparing to close the transfer set and cap it with the minicap. Upon opening the minicap packaging, the issue was found, and the cap was not used. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 9.

Manufacturer narrative:
(B)(4). Additional information: a CAPA record has been initiated to address the root cause(s) of the misassembled minicaps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the event was not reported; however, it was reported to have occurred between (B)(6) 2014. (B)(6). The device was returned and is currently in the process of being evaluated. A batch review will also be performed. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.